Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "866 - lens" and the medical device problem code "1408 - poor quality image" was removed. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lens was broken due to the excessive force from the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the telescope exhibited broken light fibers, a blurry image and broken lenses. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing and the device will not be returned. The device was able to be evaluated and found the following: broken light fibers, a blurry image and broken lenses. Should additional relevant information become available, a supplemental report will be submitted.